Manufacturer narrative:
Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction response: system vents and iab deflates; alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion). Risk & labeling: failure mode (not pressing fill key) documented in ufmea; IFU provides corrective steps. Current status: no device malfunction; no CAPA/escalation needed; risk within profile.

Event description:
During an emergency support program call, the customer reported recurrent gas loss alarms during iabp therapy that persisted after replacement of the pump. No blood was observed in the helium tubing, and the iab fill function was used to resume therapy following approximately five alarms. The iab was removed the following day, and no clear clinical cause for the alarms was identified.